Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker performed an initial evaluation of the customer¿s device and was unable to verify or duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device made an incorrect AED shock advisory during a patient event. The customer believed the patient was in ventricular fibrillation, however, the device recommended, "no shock". Although the device recommended, "no shock", the still charged for defibrillation and shocked the patient successfully. Another device was used, and the same issue occurred. This report is for the first device used. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device made an incorrect AED shock advisory during a patient event. The customer believed the patient was in ventricular fibrillation, however, the device recommended, "no shock". Although the device recommended, "no shock", the still charged for defibrillation and shocked the patient successfully. Another device was used, and the same issue occurred. This report is for the first device used. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker was unable to duplicate or verify the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.